Event description:
It was reported that on (B)(6) 2024, a 35mm navitor titan vision valve was chosen for implant. The native aortic annulus was measured as 28mm for diameter, 614.8mm^2, for area, 89.7mm for perimeter, and 27mm for left ventricular outflow tract (lvot). The patient's aortic valve angle was 66 degrees. During the procedure, a 24mm non-abbott balloon was used for a pre-implant balloon aortic valvuloplasty. There was moderate calcification on the aortic valve. The valve was deployed to 80%. In 2-cusp view, the valve was at 3mm depth. In 3-cusp view, the valve was too shallow at 1-2mm. The physician decided to release the valve despite being advised by the abbott representative that the valve was too high. There was no non-uniform expansion (nue) seen. After the valve was released, the valve slowly slid up and migrated out of the annulus towards the aorta. The valve caused a coronary obstruction. The patient went to open heart surgery, and the valve was explanted. A non-abbott valve was implanted. The implanted believed that the cause of migration was due to the valve being too large. The patient had a prolonged hospitalization. The patient status was reported as stable.

Manufacturer narrative:
An event of device migration, causing coronary obstruction was reported. The device was returned to abbott for investigation and revealed no anomalies when visually and microscopically examined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information and cine review, the cause of the reported device migration could not be conclusively determined. The reported obstruction appears to be a cascading effect of the device migrating. The reported surgical intervention and hospitalization were result of case-specific circumstances as the patient underwent open-heart surgery to explant the device and implant another one. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. It was reported that at 80% deployment the 2-cusp view showed the valve to be at 3mm depth. However, in 3-cusp view, the valve was too shallow at 1-2mm, and the valve was released. Please note, per instructions for use implantation precautions ¿to minimize likelihood of permanent pacemaker implantation (ppi): a) maintain implant depth of 3 mm (implant depth of <3mm could increase risk of embolization), b) maintain an implant depth at the non-coronary cusp less than the membranous septum length, and c) limit manipulations across the lvot.¿

Manufacturer narrative:
A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 35mm navitor titan vision valve was chosen for implant. The native aortic annulus was measured as 28mm for diameter, 614.8mm^2, for area, 89.7mm for perimeter, and 27mm for left ventricular outflow tract (lvot). During the procedure, a 24mm non-abbott balloon was used for a pre-implant balloon aortic valvuloplasty. The valve was deployed to 80%. In 2-cusp view, the valve was at 3mm depth. In 3-cusp view, the valve was too shallow at 1-2mm. The physician decided to release the valve despite being advised by the abbott representative that the valve was too high. There was no non-uniform expansion (nue) seen. After the valve was released, the valve slowly slid up and migrated out of the annulus towards the aorta. The valve caused a coronary obstruction. The patient went to open heart surgery, and the valve was explanted. A non-abbott valve was implanted. The patient status was reported as stable.